Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the silicone jaw boot. The jaws had some signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "tip separated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was smoking "real bad". When it was pulled out of the pt's leg, it was noticed that the tip had separated. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.